Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirms the reported event. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During our first case that on (B)(6) 2020, we were operating on a patient¿s left knee. The case was total left knee, posterior stabilized, rotating platform. We cut skin at 0815 and made our femoral (8 left femoral component) and tibial (7 tibial tray) resections without incident. The surgeon decided to trial using the size 8 posterior sacrificing trial with a 5mm 7/8 shim (from this point on, will be referred to as rp trial bearing). While inserting the rp trial bearing the surgeon was experiencing difficulty, the patient was tight on the medial aspect of the knee. The surgeon decided that force was necessary and used the back handle of a mallet to ¿mallet¿ the rp trial bearing into place. This did not work. The medial post of the rp trial bearing (it was a left knee so medial post) broke off inside the 5mm 7/8 shim. We removed the trial. We then removed the broken post from the shim. The broken post was complete. Upon further inspection there were no retained products left in the surgical site.